Event description:
The hospital reported that during radial artery harvest, part of the silicone boot on the jaw of the hemopro had fallen off the jaws and into the tunnel. It was retrieved and the kit was removed from the field. The arm was opened to complete the procedure. Another kit was opened for simultaneous leg vein harvest, it had already been passed off the field when this incident occurred. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slightly evidence of blood. A visual inspection determined that a 2 or 3mm piece of silicone boot on the cold jaw was dislocated from its original location and returned. The boots displayed evidence of heat related damaged consistent with activation of the device while the jaws are in direct contact. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).